Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Related components of device system: model number/ catalog number: 72400024, serial number: n/a, batch/ lot number: 128824002, model/ catalog description: balloon fgs 61-70 cm. Model number/ catalog number: 72404127, serial number: n/a, batch/ lot number: 128895013, model/ catalog description: control pump fgs iz.

Event description:
It was reported that the patient experienced leaking a few months ago with his artificial urinary sphincter (aus). Physician suspects urethral atrophy. Aus appears to cycle fine. All the components were removed and replaced with a new aus system. The patient had a good outcome with no further complications.